Event description:
The pt is ms (B)(6) female, admitted on (B)(6) 2010 for altered mental status. She apparently fell at the nursing home, the previous night and had a hematoma to her right upper eyebrow area and was not acting like herself on the day of admission. She was originally admitted to medical surgical floor on (B)(6) at 1600. She came to the ICU as a rapid response called in due to pt's heart rate being 39 and a change in level of consciousness. Zoll one step complete resuscitation electrode pads were placed on the pt on (B)(6) 2010 at approx 2332, for external pacing due to third degree heart block, bradyarrhythmia. These pads were connected to the zoll r series als defibrillator. At (B)(6) 2010; 0830, the pt's son and his arrived, spoke with doctor and made the pt dnr. Drips were stopped and defibrillator turned off. The pt was externally paced at 60 milliamps for 3 hours, 70 milliamps for 2 hours and 20 mins, and 80 milliamps for 3 hours and 40 mins. No defibrillation was performed. A dark-red quarter-sized mark, appearing like a burn, was found on pt's skin after pads were removed. The zoll defibrillator was not checked for any malfunction after use. Pt's death was not caused by the burn or pacing device. Dose or amount: #1: combo pads; #2: defibrillator. Dates of use: (B)(6) 2010. Diagnosis or reason for use: bradycardia, irregular rhythm.